Manufacturer narrative:
The investigation of the returned web system found the heater coil windings stretched, and the implant separated from the delivery system. The implant was not returned for evaluation. The device failed continuity and resistance testing due to the damaged heater coil winding. However, the pet was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred during post-activation. The stretched heater coil condition is consistent with the web implant getting caught in between the windings due to the implant tether increasing in diameter as it gets heated from the thermal activation of the detachment controller and exceeding the inner diameter of the heater coil, resulting in the web sticking to the pusher post-activation. The detachment controllers used during the procedure were found to function an intended and would not have caused or contributed to the reported event.

Event description:
Please see section h10 for device investigation results.

Event description:
It was reported that during an embolization procedure, the web would not detach. The control detacher light was green; however, after the first attempt to detach, the light was red. Another detacher was used, and the web detached after many attempts. The patient was reported to be doing good.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The web device was implanted; however, the pusher wire and controllers were returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.